Manufacturer narrative:
Analysis of the returned contour vl stent revealed the device was calcified. Calcified residue was visible in the ID of the stent. A .035¿ guidewire would not pass through the stent. The directions for use (dfu) recommends periodic radiographic, isotopic, or cystoscopic examinations to evaluate stent efficiency and to observe for possible complications. This is because a patient¿s anatomy or physiology may impact stent performance. It appears that the stent became encrusted during indwell due to interaction with the patient's anatomy. It is most likely that the calcification on the device caused resistance when an attempt was made to remove the stent. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was implanted in a patient on an unknown date. According to the complainant, the physician reported difficulty removing the stent 3 weeks post implantation. Medical intervention was not required. The patient condition is unavailable.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was implanted in a patient on an unknown date. According to the complainant, the physician reported difficulty removing the stent 3 weeks post implantation. Medical intervention was not required. The patient condition is unavailable.